Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, broken battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had an error alarm during prime on the insulin pump. Customer's blood glucose level is 99 mg/dl. The customer state the insulin was squirting out of the pump and pump had been dropped. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.